Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 2017, product type: lead.

Event description:
Trial patient reported that device was not working and the leads came out. Patient went to doctor office and returned device and leads to representative. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.